Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive as there is no objective evidence for evaluation. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the head end of the support catheter was allegedly fractured in the blood vessel. It was further reported that the head end was left inside the superficial femoral artery vessels. Reportedly, the artery vessels were finally incised to take out the head end of the residual support catheter. The procedure was completed using another device. However, the current status of the patient unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not) been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the head end of the support catheter was allegedly fractured in the blood vessel. It was further reported that the head end was left inside the superficial femoral artery vessels. Reportedly, the artery vessels were finally incised to take out the head end of the residual support catheter. The procedure was completed using another device. However, the current status of the patient unknown.